Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the one touch ultra meter displayed an unknown error message. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient said the issue happened several years ago. He said he tested with several different test strips from a vial and kept getting error messages until he ran out of test strips. At that point he decided to stop testing his blood sugar. He said he didn't take his blood sugar for approximately three weeks and went to the emergency room after the three weeks. When he went to the emergency room he had dizzy spells, nerve pain, stomach pain, and was bleeding internally. He said the nurse tested his blood sugar at that time and obtained a reading of 1824 mg/dl. He says he is certain of that result because the nurse told him that she was checking to see if he broke a record for a high blood sugar result. The patient says that he takes 500 mg of metformin four times per day and 5 mg of glyburide daily. The patient does not remember what medications he was taking the time he went to the emergency room. He says that he was hospitalized after he showed up at the emergency room and was given shots every 4 hours as well as pills but did not know what he was given. He said he did not feel well the whole time after the he stopped testing on his meter but didn't take any action. He says if he was testing then he would have sought medical attention when the reading was around 700 to 1000 mg/dl or above. He claims that the reason for his hospitalization was his blood sugar reading. The patient was instructed to attend a diabetes management course after he was discharged and was given pamphlets. According to the troubleshooting performed with customer service, there was no misuse of the product. The issue was not resolved through troubleshooting. This complaint is being reported because the patient alleged there were error messages on the meter, stopped testing his blood sugar due to the error messages, and suffered symptoms and had very high blood sugar requiring hospitalization.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 12. The patient's ultrafiltration reading was 88ml. The home patient's (hp) programmed fill volume of 290ml. This information gave a total drain volume of 378ml which meets iipv criteria. According to the nurse the patient was not overfilled. The nurse stated that the patient's fill volume should be 400-500ml, however, the patient's mother does not want to increase it to that amount. Therapy has been going well for the patient and the patient's mother has not reported any difficulties. The nurse stated it is unlikely that the caregiver connected before connect yourself or pressed go prior to closing clamps, however, the nurses would not have. Additionally, no symptoms have been reported. According to the patient's mother the nurses were performing therapy, therefore, she is not sure if go was pressed prior to closing clamps or if the patient was connected before connect yourself. The caregiver did not recall whether the patient had symptoms during the instance of iipv found during evaluation. The patient is doing well and has continued therapy successfully. A new device was received. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The initial medwatch stated that the increased intraperitoneal volume (iipv) situation occurred on (B)(6) 2009. This should be corrected to (B)(6) 2009.